Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my was uncomfortable not super painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("uncomfortable"), abdominal discomfort ("lots of pressure in my stomach") and ovarian cyst ruptured ("ovarian cyst ruptured"). The patient was treated with surgery (hysterectomy ((B)(6)- date and year unspecified)). Essure was removed. At the time of the report, the pelvic pain, medical device discomfort, abdominal discomfort and ovarian cyst ruptured outcome was unknown. The reporter considered abdominal discomfort, medical device discomfort, ovarian cyst ruptured and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : abdominal discomfort, medical device discomfort, pelvic pain and ovarian cyst ruptured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('my was uncomfortable not super painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("uncomfortable"), abdominal discomfort ("lots of pressure in my stomach") and ovarian cyst ruptured ("ovarian cyst ruptured"). The patient was treated with surgery (hysterectomy (january - date and year unspecified)). Essure was removed. At the time of the report, the pelvic pain, medical device discomfort, abdominal discomfort and ovarian cyst ruptured outcome was unknown. The reporter considered abdominal discomfort, medical device discomfort, ovarian cyst ruptured and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : abdominal discomfort, medical device discomfort, pelvic pain and ovarian cyst ruptured.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event " ovarian cyst rupture¿ was added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.